Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusion set tube was detached from hub. Patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.